Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament was calibrated and the emergency stop button was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported the system had a high kvp error during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.